Manufacturer narrative:
(B)(4). The sample has been to the supplier for further evaluation. One oncontrol coaxial biopsy tray 11/13ga was received. Visual inspection was performed which found the outer bag was opened. There were no abnormalities or deficiencies observed with the seal and the tyvek to poly bag transfer appeared uniform. The complaint has been confirmed. The needle set was forwarded to the supplier for further investigation. Based on the supplier's evaluation, there were no deficiencies identified with the seal and the time of the package being opened could not be determined with the available information.

Event description:
The product arrived opened inside the box. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The product arrived opened inside the box. There was no patient involvement.